Event description:
It was reported that the patient stated "I've been receiving shocks lately." The device was interrogated and did not show any episodes where the patient was shocked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.